Event description:
Additional information was received. It was reported that it was confirmed that the upright p2-4 output settings were being reflected in other postures. The issue was solved by setting up adaptivestim from the orientation in a new group without copying the existing group.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2 country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ¿inconsistency between the actual posture and adaptivestim (as) output setting¿ was observed. It was stated that when the patient was in a supine position, a value different from the output value set for as was displayed¿ and that ¿the output of the supine position (programs 2-4) were displayed as the output of the sitting position.¿ the ¿unexpected output was displayed¿ and ¿the patient¿s complaint of sensation was also consistent with that, and the feeling of stimulation was strong.¿ it was noted that the patient¿s postural display was accurate and that the patient had maintained the position long enough for the new position to display. The output was adjusted until the unpleasant stimulation was gone and the issue was resolved. The cause of the issue was not determined. Follow-up received noted that ¿since the function of adaptivestim was stopped during the session, it was not possible to check whether the output value changed due to the change of position during the session, but the stimulation output did not change even if it was checked with the controller after the session.¿ there were no surgical interventions planned or performed and the chronic intractable pain patient was alive with no health damage at the time of report. No further complications were reported or a nticipated.